Event description:
It was reported that during set up for an arthroscopy the twin fix ultra got broken. There was a back up device available and no delay was reported. There was no patient involvement.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual inspection revealed the device is not in its original packaging. The insertion device, anchor and suture material were returned. The anchor is fractured just below the suture window. All returned items have biological debris on them. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A clinical review states two provided undated/unlabeled photos were reviewed and appear to confirm the stated device breakage and the broken anchor attached to the insertion device is noted. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.